Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and no damage was found. No product issue was identified. The instrument was placed and driven on an in-house system showing 6 lives remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. Additional findings not reported by customer: during the visual inspection, the instrument was found to have charring and localized melting of one of the bipolar yaw pulleys, in the space next to the grip. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was frayed.